Event description:
It was reported that a user attempted to use a dexcom g7 continuous glucose monitor (cgm) sensor, but readings only displayed on the dexcom app and the sensor had not paired with the ilet; the user had entered an incorrect pairing code, and after reentering the correct code, glucose readings were visible. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included troubleshooting and user education focused on correcting the sensor pairing process. Investigation of this case revealed user error related to an incorrect pairing code and an unpaired sensor with the ilet, which was resolved through guided reentry of the correct code. It was concluded, based on previously established findings for similar reports, that the cause was user error in device setup.

Manufacturer narrative:
Initial.